Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose level. The customer's blood glucose value was over 600 mg/dl at the time and he was puking. The customer's mother reported that the infusion set site was leaking and the while removing the set, the cannula was bent in a curl. She also reported that her son was swimming for less than two hours in a pool and the infusion set came off his body. The customer's mother also reported that he had a high blood glucose level of 480 mg/dl due to another bent cannula. The customer was assisted with troubleshooting for bent cannula; however was unable to perform troubleshooting for high blood glucose. The customer was treated with insulin pump as well as manual injections for his high blood glucose. The insulin pump will not be returned for analysis.